Event description:
It was reported to medtronic minimed that the customer experienced a pump error 4 alarm (the motor arm cannot communicate with the main arm) and a pump error 63 alarm (hardware low level failures). The customer reported no adverse event. The event involved product(s) mmt-1812. Troubleshooting was performed, the customer was able to clear the alarm and complete the insulin pump rewind and successfully complete fill cannula delivery test. Error table indicated that pump requires replacement. No harm requiring medical intervention was reported. Mmt-1812 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit received with constant pump error 63. Unable to perform displacement test and self-test or verify failed batt test alarm due to pump error 63. Thus software was utilized and downloaded trace/history files properly. Found multiple pump error 63 alarm shown on 07/12/2025 17:07:07.000 and 07/12/2025 17:07:07.000 (variable 15) file number: 2017, line number: 147 possible hw, 3 errors lead to open book. Suspecting hw error problem with twi interface or with ad5161 chip. Pump 63 error due to hardware error during a complaint call that might have triggered the reason complaint. No moisture damage on the electronics, battery tube, motor, vibrator, and keypad assembly during visual inspection. Unit p-cap / test reservoir lock in place properly the following were noted during the physical inspection: scratched case, cracked keypad overlay, stained keypad overlay and pillowing keypad overlay. In conclusion, pump error 63 alarms in history due to hardware error electronic defective. Hardware fault: sf chip timeout failure medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.